Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable pump. The indication for use was spinal pain. The patient¿s friend/family member reported that at the first refill they noticed the patient's skin was real red. The patient had healed well in the past from the implant surgeries but now they were not healing as they noticed the skin had broke out, was red, and was irritated all the time. The skin was hotter to the touch at the implant site than it was prior to implant and they had a rash sometimes. It had been this way since probably march. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2022 from the healthcare provider via the company representative who reported that the patient had their pump replaced in may due to it being infected. Per the reporter, in may the pump was coming out of the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.